Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross to treat a chronic occlusion in the sfa. It is reported that the balloons burst at nominal pressure longitudinally. The catheter was removed safely leaving no foreign object behind. No damage was done to the vessel.